Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after six months, the ER signal decreased from 10.96mv to 2.25mv. The polarization signal increased from <1mv to 4mv and the threshold increased from 0.5v to 3v. The lead was subsequently replaced.